Manufacturer narrative:
A visual examination of the returned capio suturing device revealed that the cage bent and severely damaged. The carrier is able to extend and retract without issues. A functional evaluation deploying a suture could not be performed due to the cage condition. A review of the device history record (DHR) was not performed since the suspect lot was not provided. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the needle detached after it was loaded and the device was introduced. The needle was then found in the device. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the needle detached after it was loaded and the device was introduced. The needle was then found in the device. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.